Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was having a hysterectomy on the day following the report and was told to turn their implantable neurostimulator (ins) off. They had never used the patient programmer (pp) because their settings were good. They put new aaa batteries in the pp and saw a por message, but didn't know what it meant. It was noted that they had x-rays done the other day, which could have been related. There were no symptoms reported.

Event description:
Additional information was received from a con. It was reported that the patient was told they need a new device because their stimulator was no longer sending signals.